Event description:
Litigation papers allege friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and articles to be released into the patients blood and tissue and bone surrounding the implant. As a result, the patient began experiencing severe pain and discomfort and inflammation in his right thigh and groin. Patient also experienced pain and discomfort whenever moving to and from a sitting position and when standing. He also cannot walk without a cane and has a limp. He also has the sensation that his right leg is weak and that his hip will give out on him. It is further alleged the patient will likely undergo revision surgery. **update** (B)(6) 2012 - pfs was received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. **although it is noted that the right hip was also replaced, the manufacturer of the devices in the right hip is unknown. Additionally, the right hip was not subject of the litigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis. Added date of revision, lawyer, law firm, and surgeon. Updated product details and patient identifier. Added stem due to alleged elevated metal ions.